Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra blue test strips were sticking. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014, at 4:09 a. M. The patient manages his diabetes with insulin (unknown type, self-adjuster). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient stated, 10 minutes after the alleged issue occurred, he had a ¿blood sugar below 30¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject test strips and that the test strips were not sticking due to static. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.